Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited alerts for intrinsic amplitudes out of range for its right ventricular (rv) lead and left ventricular (lv) lead. Technical services (ts) was consulted and discussed stored data. Ts noted this crt-d detected an atrial tachycardia response (atr), with oversensing of possibly rapid ventricular response (rvr) or conduction signals on the right atrial (ra) channel for this ctr-d. Additionally, some t wave oversensing was suspected for the lv lead. Ts discussed how performing a defibrillation threshold (dft) test was the best test for sensing but that it was a medical decision. This device remains in service. No adverse patient effects were reported.